Event description:
A customer contacted beckman coulter inc., (bec) regarding lower than expected unconjugated estriol (ue3) results generated by the unicel dxi 800 access immunoassay system for an unspecified number of patients. The customer indicated that decreasing median values for ue3 was observed as a part of their trisomy screening. This decrease in medians for ue3 causes more false positive screening results. The customer compared (B)(6) 2011 results to current, (B)(6) 2012, and found the initial positive screening rate is higher in (B)(6) 2012. It has been requested the customer provide specific details for these events. However, no patient results or additional information was supplied. Based on available information, the gynecologists send the high risk patients to another institution for further testing. However, testing details performed at the external institutions are unknown. Although the risk of patient undergoing unnecessary amniocentesis is present, the customer stated there was no death or injury to patient or change to treatment attributed or connected with this event.

Manufacturer narrative:
The samples were collected in 16x100, bd vacutainer tubes with gel. The specimens were centrifuged at 3,500 rpm. The samples were stored at room temperature and approximately 5-6 hours old. Sample type was not supplied. A system check report from (B)(6) 2012 indicates that all portions passed within published specifications. After review of the supplied data, it shows the customer is only running qc once weekly, and provided qc data does not show significant decrease using ue3 reagent lot number 023251. The customer was asked to follow-up the qc daily and to perform a precision study with two levels of qc. Other lots of ue3 reagent (023355, 017780 and 114041) used by the customer were also experiencing similar issues. There is no indication service was dispatched for this event. Root cause of this event is unknown.